Event description:
It was reported that the expiratory valve was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the expiratory cassette was defective. The device logs were not provided and there is no information if the ventilator failed any tests or had any clinical or technical alarms. It is unknown why the expiratory cassette was defective, only that the expiratory cassette was provided to the customer during an outage. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).